Event description:
It was reported by service report that the zoom function would not operate in the intended direction. There was no pt involvement; however, adverse consequences were reported.

Manufacturer narrative:
Load cell.